Event description:
It was reported that the patient had a pacemaker. The patient indicated that their heart stopped a couple of times. The patient indicated wanting to have an magnetic resonance image but it could not be done. The patient indicated being up all night and not being able to use one side of their body because of the pacemaker. The patient also indicated that it was hard to get in and out of bed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).